Manufacturer narrative:
The pump was returned for evaluation. The reported event of "high watts" could not be replicated or confirmed since log files covering the reported event date were not available for analysis. Post-explant functional analysis confirmed that the pump met pre-implant requirements with power average consumption of 1.93 watts. Dimensional verification revealed a deviation from the spring rate specification. Given that the pump met specifications prior to release, this deviation was likely introduced during the use of the device. Based on this and the lack of impact on the wet test power consumption, this deviation is not expected to impact pump performance. Pathology report revealed evidence of thrombus within the pump. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These mechanical abrasions of the lower housing ceramic surface and matching surface of the impeller are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: hvad pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of "high watts" was not confirmed since log files covering the reported event date were not available for analysis. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high watt alarm occurred and the patient had hematuria. International normalized ratio (inr) was 1.4 two days prior. The patient received lovenox and coumadin. The ventricular assist device (vad) pump was exchanged. No further patient complications have been reported as a result of this event.